Manufacturer narrative:
Device was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to verify battery power loss or perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they received replace battery alert and then display was blank. Customer stated insert battery alarm did not display on screen when battery was removed. Customer stated insulin pump was not drop or bumped and was not exposed to moisture and contact on battery cap was not missed or corroded. Customer stated display did not returned when battery was inserted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.